Event description:
Per dealer need transaxle replacement, scooter under warranty, no part available for transaxle so the only resolution is to return the whole scooter for dealer credit no patient information given.